Manufacturer narrative:
Upon device return and inspection, no foreign material was observed presented on the catheter. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Deployment to basket and flower was successful on every attempt and no unusual resistance was noted. Additionally, no foreign material was detected on the device. Based on the product analysis the foreign material present in device was unable to confirmed.

Event description:
It was reported that a farawave 31 mm during unpacking was found with a liquid-brown on the lid surface. It was attempted to open the catheter lid after unpacking the package; however, an isodine-like brown liquid was noted on it. This occurred outside the patient's body. The procedure was completed without patient complications using another farawave device. The faulty catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during unpacking was found with a liquid-brown on the lid surface. It was attempted to open the catheter lid after unpacking the package; however, an isodine-like brown liquid was noted on it. This occurred outside the patient's body. The procedure was completed without patient complications using another farawave device. The faulty catheter is expected to be returned.